Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a therapy electrode recognition test. The cause for the test failure was isolated to poor solder at the j2 connector on the rear #1 therapy electrode printed circuit board. The root cause for the poor solder was an assembly error. No adverse event resulted from the poor solder at j2. The patient received a replacement electrode belt.

Event description:
While investigating a (B)(6) male patient's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed a therapy electrode recognition test. The patient was issued a replacement electrode belt.